Manufacturer narrative:
It was noted on (B)(4) 2015 that the device was returned on (B)(4) 2015. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record review: manufacturing location: (B)(4) - manufacturing date: october 22, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: upon performing measurement testing based on design diagram, it was determined that approximately 2 -2.5mm of the distal tip is missing from the instrument and was not returned. The rest of the tip appears to be rounded as a result of the broken tip. The rest of the device appears to be in good condition. A root cause could not be determined; a possible cause could be when the surgeon was trying to adjust the headframe assembly with the headframe adjustment instrument and too much force was applied to adjust the distractor resulting in the tip breaking. The complaint is confirmed. The device is part of the synthes midface distractor system. The system is intended for use in craniofacial surgery, reconstructive procedures, and selective orthognathic surgery of the maxilla. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: release to warehouse date: october 3, 2014 - manufacturing location: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon participated in a demonstration with an external midface distractor set. The surgeon reportedly over-torqued the headframe adjustment instrument. The tip of the device broke off. No patient or surgical involvement. This report is 1 of 1 for (B)(4).